Event description:
It was reported that noise on the ventricular channel was observed via merlin.net transmission. The lead remains implanted and patient condition was fine.

Event description:
New information received notes that the lead was capped and replaced. No complications were noted.